Manufacturer narrative:
Correction to h3 and h6 of the initial medwatch. Not returned to manufacturer box was inadvertently selected. The device had been returned at the time of initial medwatch submission as noted in d9 of the initial medwatch. H6. Medical device problem code: added 1408 - poor quality image. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause of the blurry image could not be confirmed. It is probable that the incident occurred when the device was damaged during handling by the user, allowing moisture to enter the interior through the damaged area and adhere to the inner surface of the objective lens. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, it is likely that reprocessing was not conducted properly. Request for additional information was performed although additional information was not provided by the customer. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." And warns against inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material at air/water channel believed to be a simethicone residue and had a blurry image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.